Manufacturer narrative:
Unit received with critical pump error and pump error 35 due to moisture damage to force sensor. Unit received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked at the backside and was exposed to water. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not dropped. The customer stated that they do hear fluid when shaking the insulin pump. The customer informed that they do not see fluid under the lcd. The customer was advised to revert to the back-up plan as per the healthcare professionals instructions. The device will be returned for analysis.